Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified that the device would not power on. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that the device had no ac operation. It was determined that the cause of the reported failure was an electrical short through fet transistors, designator q1 and q2. It was also observed that a fuse, designator f1, was open.

Event description:
It was initially reported that the device's ac mains light was inoperative. There was no pt use associated with the reported failure. Upon eval by physio-control, it was observed that the device would not power on.